Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) had reprogramming done around (B)(6) of this year or maybe even before. Pt said that a rep worked on adaptive stim and pt said they "killed" all their settings and after reprogramming was done, the pt couldn't get their stimulation to work. Pt said they tried contacting the rep about this but never heard back from them. Pt said that they were in pain for 2 days and figured out the programming on their own. Pt said they ended up figuring it out by lying on their back; pss understood pt figured out how to set up adaptive stim settings and got the stimulation working at that time. When pt looked at their past records, they said the last time they contacted the rep was on (B)(6). Pt said they would like to speak to a rep about reprogramming and to get more education on how to use the therapy. Pt said that they don't feel like they were ever really shown how to do this. The patient was redirected to their healthcare provider to further address the issue. Pss also emailed reps for visibility. Pt said they don't have a managing hcp at this time and only have their pcp. Pt is on vacation in duck, nc (8 hours from home) and forgot all their external equipment. Pt said that they won't be home until sunday and wondered what they could do to get their implant charged. Pt said they will be in pain when the implant depletes. Pss redirected pt to hcp and emailed medtronic reps for visibility. Additional information was received from the patient. Pt noticed within hours they were in pain from when they met with the rep on (B)(6) 2021. Pt was able to see reps on (B)(6) 2022. Pt finally somewhat figured it out themselves. Pt has it working, but not to its full potential. The reason for call was pt reported since 3-4 months ago they began to have pain and were not receiving therapeutic relief. Pt noted they met with a neurosurgeon to discuss explanting the ins about 2 weeks ago, but their hcp noted the ins had shifted toward the spine because the pt lost weight. Pt noted their hcp wanted them to have the ins reprogrammed first, then they would move the ins in a "new pocket further out." Pt met with a manufacturing representative (rep) in person on monday for reprogramming and notified them of the issue. They reprogrammed the ins on a "pulse" so the ins was on for 15 minutes and off for 30 minutes which worked for 18 hours, but the pain came back that they were having before. Pt noted they began to experience hip pain so they shut off the ins and about 2-3 hours their hip pain went away. The patient was redirected to their healthcare provider to further address the issue.